Event description:
Reported by the patient as the band felt restrictive from day one and was vomiting after eating and drinking. The physician believes the device may be eroded and a dilated esophagus. There is only a hair-line of liquid entering in the stomach. Follow up findings reported by the patient as the doctor removed the device, due to band erosion.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 06/09/09. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."